Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected, and the device was noted to have a cracked reservoir and worn line cord. The device was noted to have and "old-style" printed circuit board (pcb) display, which was distorted. The enclosure contained minor wear and tear. The customer's complaint was confirmed; liquid crystal leakage was noted. The damaged pcb was noted as the cause of the display problem. They were unable to determine the cause of the damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device display was not working. No patient was involved.

Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected, and the device was noted to have a cracked reservoir and worn line cord. The device was noted to have and "old-style" printed circuit board (pcb) display, which was distorted. The enclosure contained minor wear and tear. The customer's complaint was confirmed; liquid crystal leakage was noted. The damaged pcb was noted as the cause of the display problem. They were unable to determine the cause of the damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device display was not working. No patient was involved.